Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error on mar 6th, during preparation before doing prostatectomy. Then changed to another one and finished the procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus. During their investigation, the sbc was not able to confirm the reported issue. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Error message e433 can only occur during device startup. From a technical perspective, it is not possible for error message e433 to occur during operation. However, the potential cause for the error message arises during use. In general, it can be assumed that only one component is defective in the case of permanent error patterns. However, the combined failure of the hvps board and the motherboard is known. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.